Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6); product type recharger product ID 97755; serial# (B)(6); product type recharger product ID 97745; serial# (B)(6); product type programmer, patient product ID 97755; serial# (B)(6); product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) h3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that the device was scrapped due to the recharge antenna failure of intermittent poor recharge quality and fail t6030 (rms voltage at the h field probe), suspect rtm recharge coil defective. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt said they cannot get the ins to recharge and when they do charge, the recharger paddle gets really hot. Pt said they started noticing it was getting harder and harder to charge after they had met with their manufacturer representative (rep) for some programming adjusting (pt did not make any therapy allegations and did not allege that the rep was aware of the current issue). A replacement recharger was sent out. No symptoms were reported. Pt called from registered number on (B)(6) 2022 and mentioned they received the replacement rtm. Pt said the rtm still got hot to the touch when charging the implanted neurostimulator(ins) and the pt got "replace controller batteries" message. Pt mentioned the replacement rtm, "did not feel right." Pt mentioned they can sometimes get their ins charged to 100%, but sometimes it would only charge to 90%. During the call, the pt inspected the rtm cord and plug, the controller port, the controller battery pins, and the battery pack contacts, but no damage was detected. Pt said when they got the controller, the replacement rtm was "hard to plug in," but was now fine when plugging in. Ins charge was at 90% and controller charge was at 100%. Pt mentioned issue had been intermittent. An email was sent to the repair department to replace the controller and the rtm. Pt said they were handicapped and this was their "3rd rtm". Additional information was received on (B)(6) 2022 from a patient (pt) who was implanted with an implantable neurostimulator (ins). The pt called from a registered number and mentioned they received the replacement recharger (rtm). Pt said the rtm relay box was sometimes hot to the touch when charging their implanted neurostimulator (ins) and every time they plugged in the rtm into their controller to charge their ins they saw a message that said "need to change battery, call medtronic ,"but the pt wasn't sure of the exact message. Pt noted they received a replacement controller, li battery pack, and rtm in the past and they had been using the same battery pack that was replaced in their replacement controller. Pt spoke to a manufacturer representative (rep) via phone today about 45 minutes ago and their rep. Requested a replacement battery pack. Pt initiated a charge session to their ins and was able to charge with excellent quality. Pt noted their controller battery was at 100% and their ins battery was at 70%. A replacement recharger (rtm) was sent out to the patient.